Event description:
During product evaluation by a baxter service technician, an infusor pump was found to have a broken pusher block assembly. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated by a baxter service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the broken pusher block is unknown. No repairs have been performed at this time. If any additional information is received, a follow up MDR will be sent. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.